Event description:
It was reported the patient was feeling too much stimulation. Reportedly, the patient wasn¿t told they should only feel a slight fluttering, they thought they were supposed to feel it intensely. It was stated the patient was not told how to hook up the antenna to the programmer, and how to use it. It was noted the patient couldn¿t sleep very much for the last seven years, and now they were able to because of the implantable neurostimulator (ins). It was reported the patient¿s device was working great and helping their symptoms and the patient tried switching programs and was able to. The patient tried each one and it appeared that the amplitude was up too high, so the patient was instructed on lowering amplitude to a comfortable level on each program. It was stated the issue appeared to be resolved. It was later reported the ¿pulsing¿ was continual. It was stated when the patient first got home after the implant the pulse was every 3-4 seconds and it ¿increased on its own¿ when the patient got home after the implant. It was noted the location of the patient¿s symptoms was their perineum. Reportedly, the patient wanted to change the ¿pulse¿ in their ¿machine¿ so it was not beating so rapidly. The patient stated it was beating and they could feel it and it was pulsing fast. It was stated when they first got home and started walking around, it started the rapid pulsing on its own. Reportedly, when the patient lies down, they "feel the pulsing in my head because they wired me up in my spine and it's keeping me awake." It was noted the patient lowered their stimulation from 1.3 volts to 1.2 volts and barely felt the stimulation and stated "but it does feel better." The patient went down to 1.1 volts and did not feel stimulation so they went back to 1.2 volts. The patient wanted to know if the rapid pulse would quit and stated they decrease their stimulation to 1.0 volts at night to sleep better. It was noted when the patient first got it they said it was a ¿real simple pulse¿ and then all of a sudden it started to be rapid. It was stated the patient used to get up 9 times per night and was going 20 times per day. It was reported the stimulation was not uncomfortable and the patient liked programs 3 and 4 the best and did not like program 1 at all. The patient stated they can go 3 to 4 hours without needing to use the bathroom and before it was every 5 - 10 minutes. It was stated that right after implant the patient could feel the stimulation every 3 - 4 seconds and now it is continual.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va045ul, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).